Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic during a follow-up. Upon interrogation, the pulse generator exhibited back-up vvi mode. The patient's device was turned off and replaced. The patient's condition post procedure was stable.